Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The surgeon was alerted by the service line lead and the resident that dr. Experienced a suture, where the needle prematurely popped off the thread. The procedure was delayed by fifteen minutes. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). H6 component code: g07002 - no device problem found additional information was requested, and the following was obtained: when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? During handling. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No was there any change in the patient¿s post operative care due to the prolonged procedure? No h3 testing of actual/suspected device (b01) investigation summary: a failed suture needle, labeled as pc-001937844, was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on august 18, 2025. The component was identified as product code k833h. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported pull off suture needle pre-op the product received for analysis was k833h visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 testing of device from same lot/batch returned from user (b03) investigation summary: the product was returned to ethicon for evaluation. Three unused open samples and five representative unopened samples were received for analysis. Product code k833h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.